Manufacturer narrative:
The pod was not retuned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to confirm whether the reported cannula kink had contributed to insufficient insulin delivery. Based on the bg history provided by the customer, however, it is assumed that the cannula kink was a potential contributing factor. The customer had administered two boluses and two basal rates over an eight hour period, though her bgs failed to lower; it is expected that bg levels would have gone down in response to the boluses and basal rates. (Without the pod returned for eval, however, we cannot determine whether the high bg levels were due to physiological conditions or whether the reported cannula kink may have been a factor.) In addition, there is no indication that the pod had initiated an occlusion alarm in response to the reported cannula kink. If insulin flow to the user was obstructed by the kink, the pod should have initiated an occlusion alarm. Although it cannot be confirmed through a device eval, the pod is assumed to have been a contributing factor to the customer's high bg levels based on the info provided in the report. Lot qualification test results for this pod lot revealed no failures that resulted in an occlusion alarm. The lot passed the acceptance criteria. (B)(4).

Event description:
The customer's bg level the morning of pod activation was 431mg/dl. By early evening, her levels had risen to greater than 500mg/dl despite having administered basal rates and correction boluses at different times throughout the day. Over the following 3.25 hours, her bg levels remained greater than 500mg/dl (there is no indication that any basal rates or bolus deliveries were administered during this time). She noted that the cannula was kinked, though no occlusion alarm was reported. The pod will be returned for eval.